Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) has displayed an elective replacement indicator (eri) less than 2.5 years after implantation. It was reported that eri was reached approximately 2 weeks previously with a charge time of 20.5 seconds, monitoring voltage: 2.65v. The health care practitioner (hcp) caller was inquiring about expected longevity.